Event description:
Consumer purchased two nite protectors at different times for her mother. They both eventually separated (top from bottom).

Manufacturer narrative:
No injury was reported, no medical attention was reported to have been sought, device was not used by consumer. This is being reported as a possible product malfunction that could potentially result in serious injury. Medical intervention may be required if the device is swallowed and goes beyond the pharyngeal arch.